Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted. Left side.

Event description:
Healthcare professional reported "left side deflation." The device has been replaced.

Manufacturer narrative:
A visual analysis of the returned device identified: crease fold, wear abrasion, an opening on posterior, and white particles in shell. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.